Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of an unknown access sets had illegible writing on the packaging; the ink came off of the packaging. Per the reporter, prior to the device entering into the intravenous (IV) hoods, the device is wiped down with sterile isopropyl alcohol. There was no patient involvement. No additional information is available.